Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert triggered and the device alerted, prompting the patient to perform a remote monitoring transmission, which was interpreted as a lead fracture. High thresholds, oversensing, high rate non-sustained ventricular tachycardia (nsvt), short v-v intervals, and intermittent capture due to noise were also noted. The lead was programmed to voo and later partially explanted and replaced. No patient complications have been reported as a result of this event.